Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the blade cannot be removed from the guide wire after insertion due to jamming of the guide sleeve and locking inserter. The guide arm has to be opened fully for disconnection. The surgery was completed successfully and there was no adverse patient harm. Concomitant devices reported: unknown trocar (part# unknown lot# unknown, quantity 1), unknown aiming arm (part# unknown lot# unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.017, lot 3l85102: manufacturing site: bettlach. Release to warehouse date: may 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the guide sleeve yell has been returned. Traces of use and scratches were visible on the surface. Strong impression / damages on the hole was visible. The laser marking is readable, and the part marking matches with the device and lot number in the complaint description. The relevant dimensions were measured. A functional test was completed. A manufacturing record evaluation was performed; no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. The revision of the drawings valid at the time of manufacturing, were reviewed and no relevant design changes were identified. All features identified as relevant for the complaint condition have pass the inspection performed with gauge as part of the complaint investigation. Thus, all relevant dimensions which could lead to the complaint condition from the received complaint part were measured several times during the manufacturing and no deviation could be identified. The received condition of the complaint does not agree with the complaint description since all relevant dimensions which could lead to the complaint condition were inspected and pass the dimensional inspections. Therefore, this complaint is rated as not confirmed and not valid, since no deviations were found in the manufacturing documentation reviewed. Hence, no manufacturing deficiency was detected and consequently, no further actions have been taken. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.